Manufacturer narrative:
As reported, approximately 3 weeks postop the initial right total hip, the (B)(6) y/o male patient was brought back due to an infection. All implants were removed, and the patient received an interspace hip implant. Patient was last known to be in stable condition following the event. The device will be returned for evaluation. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated limb. The most likely cause of the reported event is patient¿s conditions. Concomitant medical products: alt xle lnr extcov g7 40 (cat# 01-030-42-0740 / serial# (B)(4)). Wedge plasma s/o sz 8 (cat# 188-00-08 / serial# (B)(4)). Biolox delta femoral head 40mm 0d, +3.5mm (cat# 170-40-03 / serial# (B)(4)).

Event description:
As reported, approximately 3 weeks postop the initial right total hip, the (B)(6) y/o male patient was brought back due to an infection. All implants were removed, and the patient received an interspace hip implant. Patient was last known to be in stable condition following the event. The device will be returned for evaluation. All devices sterile certificates viewed and met requirements for final distribution.